Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture baker grade iii, pain, "feeling like pulling and picking in the area," and "microcalcifications of benign distribution and appearance." Healthcare professional also reported "7 cm circumscribed oval nodule, isodense to the glandular parenchyma without associated findings of malignancy" which is not device related. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.